Event description:
The glidescope video laryngoscope camera lens cover broke off and fell into the patient's mouth. The piece was recovered with a pair of forceps, and the anesthesiologist was able to complete the procedure with no further issues. Reference MFR report 9615393-2014-00021.